Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they were having some issues with the stimulator. Patient stated they weren't using the implant for a while because the implant wasn't doing too much for them. When asked for event date, patient mentioned it's been awhile. Patient mentioned they went to their healthcare provider (hcp), it looks like a lead came off and they got adjustments so one of the leads was doing all of the work. Patient mentioned one of the leads is still off. Patient said when they would use the implant it would kind of give them an electric shock. Patient then said last night in bed it kind of gave them a shock and they had already got the tingling again in their leg so they rolled over and turned the implant off. Agent documented information provided on call. The patient was redirect to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2020. Brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.